Event description:
It was reported that the patient saw an elective replacement indicator (eri) and end of service (eos) on his patient programmer (pp) on the day prior to the report. Stimulation stopped but he still felt just a little bit of stimulation when he was lying down. He only got 3 years out of his current implantable neurostimulator (ins) and he was hoping for a longer service life. He had stimulation therapy since 1998 and all of the other inss were replaced due to normal battery depletion. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l51353, implanted: (B)(6) 1998, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).